Manufacturer narrative:
Device evaluation the field service engineer (fse) inspected the device and found gui (graphic user interface) audio failed alarm. The fse checked the audio assembly and tightened the cables. The ventilator passed all the required calibrations successfully and working in good condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had generated a device alert indicating the gui (graphic user interface) saas audio failed alarm. The ventilator was not in use on a patient at the time of the reported event.